Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump reading was higher than the sensor reading numbers. Customer stated does not have any alarms to make him aware. Customer blood glucose was 59 mg/dl and the sensor reading was 84. Customer declined to troubleshoot. No further information provided.